Event description:
Sterile packaging was damaged.a hole was at the introducer part of the sheath in the package. It had pierced through the plastic.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Sterile packaging was received with a hole located at the introducer part in the package which had pierced through the sterile plastic pouch. One non sterile optease retrievable filter was received inside its pouch. The outer box was not returned for analysis. The pouch was received damaged by the stopcock. The stopcock steps out through the pouch and the outer label. No visual anomalies were found on the returned components (vessel dilator, filter, cannula, obturator). Review of lot revealed no anomalies during the manufacturing and inspection processes that can b packaging/pouch/box associated with the reported complaint. The reported failures 'packaging/pouch/box: frayed/split/torn-inner package and compromised sterility' were confirmed due to received condition of the device. The cause of the damage on the pouch could not be determined during investigation. Controls are in place to prevent that the pouch is loaded inside the box folded with the intention to prevent any type of damage on the pouch. A risk assessment has been initiated to evaluate this issue. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling of the unit.